Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the proximal circumflex coronary artery. The 2.0x23 mm xience xpedition stent delivery system (sds) was advanced and resistance was noted in the proximal mid left circumflex artery. When the sds was attempted to be inflated, the stent dislodged from the sds and was floating in the artery. A snare was used to retrieve the stent. It was then discovered that the dislodged stent had caused a dissection in the left main coronary artery and a 3.5x18 mm xience sierra sds was used to treat the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.